Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,200 mcg/ml at 7003 mcg/day and bupivacaine 9 mg/ml at 2.8647 via an implanted pump. It was reported the patient was in emergency department on (B)(6) 2023. The patient had an MRI on (B)(6) 2023 at 10:05 on (B)(6) 2023 a motor stall occurred with recovery at 10:28. It was reported the patient started noticing increased spasticity. The patient was sedated during the MRI and had to lie flat. The patient did not know if the pump was checked 30 minutes after procedure. On, (B)(6) 2023, the pump was checked and showed infusing at prescribed dose. No changes made per doctor order and doctor informed. The issue was not resolved at the time of this report. It was asked but unknown if surgical intervention was planned. The patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information was received on 2023-06-06 from the healthcare provider (hcp) via the rep indicated per doctor request, they connected to the pump on (B)(6) 2023 and logs noted motor stall and motor stall recovery. The cause of the of the increased spasticity was noted to be an active infection. The event was resolved. Additional information was received from a healthcare provider (hcp) via company representative (rep) on (B)(6) 2023 indicated regarding the previously reported infection; it was further reported the infection was not related to the therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.